Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 6. The indication for use was spinal pain indications. The patient¿s representative reported that they noticed "a few days ago" that when they tried to charge the communicator the charging port of the communicator is bent/broken and the communicator will not charge. The caller stated they have tried several ac power cords and outlets. While on the call the caller stated the handset will be fully charged to 100% and will be fully depleted in about 2 hours. The patient had met today with the physician and company representative and was provided with the number to call for troubleshooting and replacement. The agent had the caller toggle off "do not disturb" and they confirmed bluetooth and location are toggled on as well as sound and auto rotate. A request was sent to the repair department to replace the devices.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling¿ and ¿tm90 micro usb interface is damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.